Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 372mg/dl, 283mg/dl. Tests were done 11-20 mins apart with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.